Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones, the device was interrogated and found to be operating in safety mode. Technical services (ts) recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this ICD could not be interrogated and was subsequently explanted and replaced. This device has not been received. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that the patient with this ICD felt their heart was racing prior to the explant procedure. This device has not been received. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones, the device was interrogated and found to be operating in safety mode. Technical services (ts) recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones, the device was interrogated and found to be operating in safety mode. Technical services (ts) recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this ICD could not be interrogated and was subsequently explanted and replaced. This device has not been received. Other than the surgical procedure, no additional adverse patient effects were reported.